Manufacturer narrative:
Inspected one opened/used partial sensor and found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm insertion/needle anomalies due to customer did not return insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor fractured while in the body. The customer stated that the sensor electrode which after insertion and removal it was shorter than expected. The customer did not received medical treatment as a result of the needle fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.